Event description:
It was reported that black particles were found in a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 17, 2014 to august 19, 2014. As the device was not returned, a sample evaluation could not be completed for the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.